Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(6) has been referenced in the evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see 3013394970-2017-00101. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insertion difficulties with the involved angio-seal device. The following information was provided by the user facility: using a 6 french vip, the arteriotomy locator failed to enter the vessel in order to determine pulsate flow; the procedure was abandoned when the angio seal device failed; hemostasis was achieved through manual compression once act came down to manageable level; the estimated blood loss was reported to be less than 250 cc; and the patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation results. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. One 6f angio-seal vip was returned. The arteriotomy locator and an unused carrier tube assembly was returned. The hemostasis sheath was not returned. The locator was kinked at the blood inlet hole and slightly curved at the top part (proximal to the locator hub) of the tube. Visual inspection revealed no other damages any other anomalies except the kinked tube at the blood inlet holes. The locator outer diameter was found to be 0.0909". All measurements were found to be conforming to the revision of drawings active at the time of manufacturing as referenced in the DHR. Based on review of historical complaints database, it is likely that the locator was attempted to be inserted in to the sheath hub valve by grasping its white hub instead of holding it by the tip. Insertion by holding at any other position than the tip of locator may result in bending of the tube at the inlet holes. The complaint is confirmed for kinked locator sheath at inlet holes; no holes were noted in the sheath as alleged. The likely root cause trying insertion into the sheath hub without holding the tip of the locator. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.